Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose. They had taken a meal bolus but did not eat all the food they bolused for. Their blood glucose during the incident was 50 mg/dl. The customer had treated with food. Their current blood glucose was 115 mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.